Manufacturer narrative:
A visual examination of the returned device revealed that the stent was partially deployed, the shaft had a partial circumferential tear or cut proximal to the mounted stent, and the suture thread was broken. A functional eval indicated that the suture thread could be retracted and the stent could be fully deployed. There was no damage to the stent. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no add'l complaints have been recorded for this pertinent lot. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed, no adverse trends were noted.

Event description:
Note: this medwatch report is being submitted as a result of returned device eval. Visual examination of the device revealed that the stent had been partially deployed. In 2006, it was reported to boston scientific corp that during the placement of an ultraflex stent system (patient and gender unk), the suture detached, therefore, the stent would not deploy. The physician removed the device and completed the procedure successfully using another same device. The pt's condition was reported as "ok".